Event description:
The home patient (hp) connected the heater line to the bag using a compact exchange device (cxd), but when she went to take it out, the line separated from the bag. The baxter technical service representative (tsr) assisted the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the hp on (B)(6) 2010. The hp stated she had been lifting by the cassette line and the incident reccurred once, but has not reccurred since she started lifting it by the bag side. The hp has been doing fine and is continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). No sample was available.